Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ advance plus blood collection tubes that blood did not clot after letting sit 10-15 minutes, and white precipitate-like matter was seen in the corpuscle layer at the bottom after it was centrifuged. The following information was provided by the initial reporter: according to the customer's report, blood did not clot after letting sit 10-15 minutes, and white precipitate-like matter was seen in the corpuscle layer at the bottom after it was centrifuged as is. The customer requested to know: the cause of the poor clot formation. Tha cause of the precipitate-like matter to appear. Identification of the precipitate-like matter. The sample was animal blood.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-28. H.6. Investigation summary: material#: 365920. Lot/batch#: 2020972. Bd received 1 used sample for investigation. The sample was evaluated by visual examination and the blood was found to be clotted, however white material was also observed at the bottom of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues pertaining to poor clot formation / foreign matter were observed. Complaints for sample quality are under statistical control for the month of april 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sst¿ advance plus blood collection tubes that blood did not clot after letting sit 10-15 minutes, and white precipitate-like matter was seen in the corpuscle layer at the bottom after it was centrifuged. The following information was provided by the initial reporter: according to the customer's report, blood did not clot after letting sit 10-15 minutes, and white precipitate-like matter was seen in the corpuscle layer at the bottom after it was centrifuged as is. The customer requested to know: the cause of the poor clot formation. Tha cause of the precipitate-like matter to appear. Identification of the precipitate-like matter. The sample was animal blood.